Manufacturer narrative:
From the device history record, lot# 20200707-23-sh was manufactured on 03rd aug 2020. No exception was recorded in the device history record that could lead to the reported incident. Based on the supplier investigation, the device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.168g / 10pieces. There are 163 occurrences reported in the past 12 months. No sample was available for investigation. According to the supplier, the operating room towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production and device history record. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported lint and fuzz on the operating room towels pwtb04-stm from the cardio vascular pack scvbccvchb during a cardiac thoracic procedure. Customer noticed linting in the air under the operating room lights when unfolding the towels for draping and throughout the case lint collected on the bovie tip, suture needles, and forcep tips. The patient was not adversely affected. No patient demographics were provided after multiple attempts to obtain.